Event description:
Purchased and used a sonicare power up electric toothbrush in the fall of 2014. It caused my left upper molar to start hurting shortly after, at which point I stopped using it. I saw my dentist, who gave me some toothpaste for sensitive teeth. The pain worsened to the point where I could not sleep because of the pain. My dentist referred me to an endodontist, who x-rayed my molars and determined that one was cracked and that I needed a root canal. The sonicare powerup is too powerful. I have used other sonicare toothbrushes and this one is different. If you put it up to your chin, it hurts your jaw. It's like a pile driver. If you go on the internet, there are numerous complaints about this toothbrush being too powerful for use on teeth.